Manufacturer narrative:
Of the 8 allegations of a malfunction, 0 pumps were returned to animas.

Event description:
This report summarizes <noe> 8</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a button keypad issue. These reports were received from various sources. The patients associated with this allegation ranged from 11-35 years of age and between 55 and 168 pounds. Of the reported patients, 3 were male, 5 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/15/2016 of the 8 allegations of a malfunction, 0 pumps were returned to animas. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 8 malfunction events. A review of the events indicated that the one touch ping model pump experienced a button keypad issue. These reports were received from various sources. The patients associated with this allegation ranged from 11-35 years of age and between 55 and 168 pounds. Of the reported patients, 3 were male, 5 were female, and 0 were unknown.